Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the silver biopsy ring was found loose. It was reported the scope was inspected prior to being used in a bronchoscopy procedure with no abnormalities noted. The procedure was completed without issue and no patient injury. It is unknown when or how the damage occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record confirms the subject device was shipped in accordance to specifications. Based on the results of the legal manufacturer's investigation, the phenomenon was caused by application of torque which was higher than expected by design to the biopsy channel port. The following description is identified within the instructions for use, which may prevent the phenomenon: "do not strike, bend, hit, pull, twist, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient".